Manufacturer narrative:
Ntaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea") in a 38-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. In may 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-nov-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.